Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the right atrial lead implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. (B)(4). Concomitant medical products: (B)(4), implantable pacing lead, (B)(6) 2008; (B)(4), implantable pulse generator, (B)(6) 2008.

Manufacturer narrative:
Product event summary # (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.